Event description:
2024-nov-20: information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was 'settings not available, cannot provide your desired intensity'. Pt texted the rep but did not hear back and wanted to call and check what happened to the rep. The message started coming up about 2 weeks ago when pt was trying to increase. Patient reset the controller twice and it did not resolve the issue. Patient only had one group a and did not have b or c to switch to. Reviewed the meaning of the message. Redirected to healthcare provider. 2024-dec-05: additional information was received from the patient. They reported that the patient had seen settings not available message. Rep performed an impedance check. Rep reprogramed around impedances. Electrode 1, 3, 5, and 15 were greater than 25.000 ohms. Pt reported having some falls in the past, but couldn¿t pinpoint a particular fall right before getting the message or when they were. Issue has been resolved.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.